Event description:
The user facility reported the inlet connection to a system 1e came off and spilled water onto the floor. No procedural delays or cancellation occurred. No injuries were reported.

Manufacturer narrative:
A steris service technician arrived on site to inspect the unit and found the hose clamp loosened, causing the hose to separate at the a/b pre-filter inlet connection. The technician took a pressure reading on the water supply and noted it was 85 psi, higher than the recommended 40-60 psi. The technician advised the customer to reduce their water pressure, replaced the loose hose clamp and re-secured the hose. A test cycle was performed, the unit was confirmed operational and returned to service.